Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a car accident a couple days ago and now they could not use the programmer or recharger. It was clarified that both the programmer and recharger displayed a power on reset (por) message. On the call, the patient was able to clear the por. The patient was directed to their healthcare professional to check the ins. No symptoms were reported. No further complications were reported/anticipated.